Event description:
As reported, the patient had an initial tka on (B)(6) 2015. The patient was revised on (B)(6) 2022 due to the recall. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-03-0320 - logic cr femoral cem, right, sz 2 4139525, 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t 3718586, 200-02-29 - three peg patella 29mm 4155989, 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19 43332, h7: z-0021-2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent poly swap/revision has been reported to be due to the device recall; no other reason reported.